Manufacturer narrative:
The device is not available for evaluation- the investigation is pending.

Event description:
The event involved a microclave¿ connector where it was reported that when the nurse was using the infusion connector, leakage occurred during medication injection. Then the connector was replaced. There was no patient harm reported.